Event description:
It was reported that there were markers missing on the programmer electrocardiogram (ECG) printed reports. The physician also was not satisfied that the programmer could not print the atrial and ventricle ecgs simultaneously. Technical services (ts) provided assistance in resolving the issue by instructing the physician on the use of the programmer and its capabilities. The programmer remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. If additional relevant information is received, a supplemental report will be submitted. (B)(4).